Event description:
The device was connected to the patient for a scheduled cardioversion procedure. Reportedly, while the defibrillator was charging to 200 joules, the charge tone and device screen indicated that the rate of charge was slowing down. The defibrillator was recharged and successfully delivered 200 joules to the patient. When a 300 joules was selected, the defibrillator would not complete charge again. A backup device was used to continue patient care. The patient was resuscitated.